Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to encoder signal out of phase. No further testing could be performed due to motor error. The insulin pump was received with minor scratches on liquid crystal display window, scratches on reservoir tube window and cracked battery tube threads.

Event description:
Customer reported that she received an alarm on the loaner insulin pump she is using. Her prior device was replaced due to a keypad anomaly. Customer was unsure what the alarm was but thought it was a motor error alarm; it occurred during prime. Customer stated that she had an MRI that morning and she walked into the room wearing the insulin pump but removed it before the procedure. Customer does not use the sensor feature and is unable to complete the rewind sequence. Blood glucose value is 167 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. See manufacturer report number 2032227-2014-28889 on original insulin pump.